Event description:
Reportedly, the pt was burned on the left side of the chest. The burn was about the size of a dime, and the burn did not occur at the return electrode pad site. The facility was not able to provide details about the severity of the burn; however, they did indicate the burn was treated with cream and dressed with a 4 x 4. The facility reports the pt was released. Additional correspondence with the account indicates the staff had turned the volume of the signals from the generator "way down" because it was bothering them. Procedure: unk.